Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off multiple times by itself during use. The customer advised that there were no adverse effects to the patient as a result of the reported issue. The device was being used to monitor the patient when the reported issue was observed. Physio-control has attempted to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.

Manufacturer narrative:
Physio-control observed that one of the batteries received with the customer's device was expired and the other battery would not lock into either battery well. Physio-control then replaced both of the device's batteries and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed battery which wouldn't lock into either battery well, and verified that it was unable to latch when installed because the spring tension of the latch was weak. The electronic records from the device were downloaded and reviewed. Physio-control was able to verify that the device powered off unexpectedly during the reported event and that the customer manually restored power by pressing the power button. Just prior to the device unexpectedly losing power, it switched between the two batteries multiple times indicating that it was having difficulty recognizing one of the batteries that was installed. Based on the information available, physio-control has determined that it's reasonable to conclude that the cause of the reported issue was the battery with the latch that had weak spring tension. The battery would not have been properly seated in the battery well causing an intermittent connection with the device. This would have resulted in the device switching between each of the batteries for power and ultimately an unexpected loss of power. The customer also responded to physio-control's requests for additional information about the patient and event. The customer advised that no further details were available.

Event description:
The customer contacted physio-control to report that their device powered off multiple times by itself during use. The customer advised that there were no adverse effects to the patient as a result of the reported issue. The device was being used to monitor the patient when the reported issue was observed. Physio-control has attempted to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.